Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, the insulin pump had alarmed no delivery and blood glucose was 500 mg/dl. Corrected and blood glucose is coming down. The school nurse believes the insulin pump might not be working correctly. Troubleshooting was not performed. Customer's mother stated the customer also experienced unexplained high during the night. Customer was hospitalized for the high. Customer's mother was advised to call back when customer was home to perform troubleshooting.